Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.